Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the distal end. The most distal row of struts were found to be raised and misaligned. The tip was slightly flared. Traces of blood were visible in the guidewire lumen indicating the device had been advanced over the guidewire. The shaft polymer extrusion was found to be kinked at various positions along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 32x2.5mm, 85% stenosed target lesion was located in a mildly calcified and mildly tortuous left anterior descending (lad) artery. Predilation was not performed. A 2.50x32mm promus element drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.